Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the diagnostic methods were updated to an examination being performed on (B)(6) 2016 that resulted in the identification of the infection. Laboratory testing on (B)(6) 2016 also was performed and resulted in the identification of (B)(6); blood count was normal based on an erythrocyte sedimentation. Additionally, an examination on (B)(6) 2016 resulted in redness and exfoliation in the area of implantation. It was also reported that on (B)(6) 2016, trimethoprim sulfamethoxazole was administered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional reported an implant site infection. Diagnostic methods included an examination that identified an infection (B)(6) 2016. Laboratory testing was performed which had results of staphylococcus aureus two days later. Interventions involved "other surgical intervention" where the infected site was lavaged and debridement was performed on (B)(6). Medications such as vancomycin and ceftriaxone were administered (B)(6). The event had resulted in in-patient hospitalization and urgent care visit. Symptoms were reported as secretion in the abdomen where the battery was located, heat, redness, and pain in the abdomen. Etiology was reported as not related to the device or therapy, related to the implant procedure, was indicated to be incisional site/device tract (neurostimulator pocket). The outcome was considered ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.